Event description:
It was reported by service report that the power inlet where the power cord plugs into the bed is cracked. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.